Manufacturer narrative:
Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. Unable to download the insulin pump, therefore cannot verify pump error 53 and unexpected battery power loss alarm. Problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 168 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete pump rewind. Customer was performed self test and it did not pass. Customer stated that the insulin pump was started and not working 20 minutes ago. The insulin pump will be returned for analysis.